Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements and a decrease in r-wave amplitude measurements. Boston scientific technical services (ts) viewed the patient's remote monitoring system transmissions and noticed a slight decrease in pacing impedance measurements and sensing. The ts consultant discussed that since the device is going to be replaced, performing a full lead inspection during device change out should be considered. Additional information indicated that this lead was explanted and the patient developed a perforation during the lead revision. The lead was discarded by the hospital and will not be returned for analysis. Surgical intervention was performed and the patient's heart was repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.